Event description:
(B)(4). Since (B)(6) 2015 I have had a variety of health issues. My sight started to get worse I had lasik done in 2009 had no adverse effects from the lasik. My healthy teeth started to breakdown which resulted in a broken molar (B)(6) 2015 along with (B)(6) in dental work. My vertigo episodes went from 3 or 4 a year to 3 or 4 a month. I was diagnosed with chronic fatigue. I've had various abdominal pains with clear ultrasounds. I am experiencing brain fog when I used to have the perfect memory-I have to make lists, use my calendar for everything. It has recently been found a fibroid growing in my uterus. In the last year I found out I was vitamin d deficient-which I live in (B)(6) and I have never had vitamin deficiencies before. I have went from (B)(6), nothing changed not my eating habits or workout routines. I have had clumps of my hair fall out. I don't have a menstrual so I normally don't get bloated or crampy the past 6 months I have had all the symptoms for a menstrual without the bleeding. I have had severe vaginitis and at times it can be very unbearable resulting in no sex or want for sex. I get random numbness and tingling while working. I haven't been able to sleep thru the night or get to sleep at a decent time in almost 18 months. I have never had joint pains and I get random pains in my right knee and ankles. And I am scheduled for a partial hysterectomy on (B)(6) 2017 to remove the essure.

Event description:
#Medwatcher #followup1 #FDA mw5068049 #(B)(4). My provider recommended the essure and I had it place in (B)(6) 2014. Lot #b93872, ref# ess305. My insurance approved and paid for my procedure which was done at (B)(6).